Manufacturer narrative:
Trackwise (B)(4) updated sections: b4, d10, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 05/17/2023. An investigation was conducted on 05/17/2023. Only the aortic cutter and the loading device was returned for evaluation. Signs of clinical use and evidence of blood was observed on the deployed aortic cutter. There were no visual defects observed on the aortic cutter. The seal was observed inside the loading device. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the seal. No measurements of the delivery device were taken due to the non-return of the delivery device. Based on the returned condition of the device as well as the non-return of the delivery device, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem" was observed. The lot # 3000271261 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm), used for a coronary artery bypass procedure, was to be used and has been set up, but the event occurs where the proximal seal -the seal was stuck and could not be pulled out of the device. It was the stage before deployment. A new device was sent out, the operation was completed successfully, and there are no patient issues.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.